Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed to power on and a malfunction of the blower was observed. The device's system board and blower motor were replaced to address the issues. During the evaluation the internal battery failed to charge. The device's internal battery was replaced to address the issue.